Event description:
Health care professional reported left side exchange of textured devices due to patient's concern with product. Healthcare provider also reported a deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, encapsulation, mold like appearance and opening on anterior. Leak test and microscopic analysis was performed which identified, striated opening on anterior and crease fold. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: striated opening assessed, as surgical damage.

Event description:
Health care professional reported, left side exchange of textured devices, due to patient's concern with product. Healthcare provider also reported, a deflation. The device has been explanted and replaced.